Event description:
Event description guidant received information that an interrogation of the implantable cardioverter defibrillator (ICD) displayed a shorted indicator for the shocking impedance and the pacing impedance has dereased by 50%. The patient had received five shocks to treat ventricular fibrillation (vf) and all five shocks displayed impedances <20 ohms. The sixth shock displayed an impedance of 33 ohms and the patient was successfully converted. An invasive procedure was performed and damaged insulation was found to be damaged near the terminal pin. The lead was capped and replaced. Testing of the new lead with the chronic ICD noted an impedance <200 ohms, but all subsequent testing noted normal impedance values. The connections were all confirmed and further testing of the lead with the pacing system analyzer noted normal impedance values.